Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, the catheter was inserted to administer antibiotics. On (B)(6) 2013, after removing the catheter from the pt it was identified that the tube was short approximately 1-2cm. An ultrasound scan was performed and the piece of tubing remained in the vein. On (B)(6) 2013, the surgery was performed under general anesthesia to remove the remainder of the tubing.

Manufacturer narrative:
Received one used sample. Visual testing was performed. It was identified that the catheter was cut off by a sharp object.